Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient; therefore, a device evaluation will not be performed. Patient medical records were requested and medical imaging has been received, which is awaiting further evaluation by a clinical specialist. A follow-up report will be submitted subsequent to completion of clinical analysis. H3 other text: device remains implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2025 with the implant of an alto abdominal stent graft system. Reportedly, there was an intraoperative type ia endoleak that did not resolve by the end of the procedure. The physician elected to monitor the patient through routine follow-ups. A computed tomography (CT) conducted approximately around (B)(6) 2026 identified that the type ia endoleak is still persisting. There were type ii endoleaks are also noted. The patient is currently being monitored while plans for reintervention are being discussed.